Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR report: 3006705815-2019-02020. It was reported that patient experienced lead migration. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced with tripole lead at t7. Effective therapy was restored post operatively.

Manufacturer narrative:
The related manufacturer reference number was inadvertently entered in the initial report as reference MFR report: 3006705815-2019-02020, it should have been reference MFR report 3006705815-2019-02021.

Event description:
MFR report 3006705815-2019-02021.